Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The facility¿s biomed performed their own repairs and reportedly replaced the slot interface board and performed a preventative maintenance of the iabp unit. The biomed discovered saline on the front end board and executive processor board and contacted getinge to perform further repair on the unit. A getinge field service engineer (fse) was dispatched and performed inspection of the iabp. At request of the customer and due to evidence of saline, the fse replaced the front end board and the executive processor board. All functional and safety checks passed to meet factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during an equipment training class the cardiosave intra-aortic balloon pump (iabp) experienced saline damage, it was also reported that this is the second incident at this location reported by biomed. There was no patient involvement and no adverse event reported. It was also noted the iabp did have the upgraded cover installed prior to the event.